Event description:
Channel one of the infusion pump was programmed to infuse at 60 ml/hr. However, 1 hr after the infusion was started the pump was alarming "air" and the bag was found empty. The quantity of fluid involved was not reported. The pt was being treated for pulmonary edema and required additional lasix to return to pre-incident status. The pump was evaluated by the hospital biomed. Dept. And found to have a broken hinge on channel one which did not allow the door to close properly to control the flow of solution. The hospital changed the pump door and returned the pump to use.